Manufacturer narrative:
(B)(4): there was no evidence of the complaint in the pump black box history. The pump and battery cap were examined and no physical damage was observed. The pump current draws were tested with an external power supply and confirmed to be within specifications. The pump was exercised for 29 hours without overheating.

Event description:
On (B)(6), 2012 the patient contacted animas to report that, since (B)(6) 2011, the pump was intermittently hot to the touch. There was no corrosion or damage seen to the pump battery compartment and the patient had replaced the battery. The issue was not resolved. The patient did not suffer any injury due to the pump issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.